Event description:
It was reported "pump had system error #3 alarm upon start-up on patient". Additional information states that to continue therapy the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown card-board box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly in question was then installed into a known good ac3 for functional testing. The pump was powered up successfully. Pumping was initiated. The pump with the pump assembly in question passed leak testing, balloon pressure baseline, and the balloon volume checks. The pump was then left to run for over 2 hours without any issues. Visual inspection of the pump assembly internal hardware was performed, and no abnormality was found. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error #3 alarm" was confirmed by the field service representative; however, the returned pump assembly passed visual and functional test specifications during complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump had system error #3 alarm upon start-up on patient". Additional information states that to continue therapy the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".